Manufacturer narrative:
Additional information was received on 30-sep-2021. The brim cap was re-attached before sending the product back to the biosense webster, inc. Product analysis lab. Two catheters were sent back. One the hemostatic valve was pushed in and the other the valve cap came off. The cap was re-attached on the one; however, was not sure of stability with that and there was a small amount of blood loss because of that during the case. The device evaluation was completed on 01-oct-2021. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and hemostatic valve separation issue occurred. The product was returned to biosense webster for evaluation. Bwi then conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of hub of the vizigo sheath. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. In other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿. As part of quality process all devices are manufactured, inspected, and released to approved specifications. Due to the conditions observed in the hemostatic valve conditions, an internal corrective action has been opened to investigate this failure mode. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 13-oct-2021, a correction was noted under the 3500a follow-up #1. It was reported under "h10. Additional manufacturer narrative" that the bwi product analysis lab received the device for evaluation on 13-sep-2021. However, "d9. Device available for evaluation?", "d9. Date device returned to manufacturer" and "d9. Is device returned to manufacturer?" Were not populated. Therefore, these fields have been processed.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 13-sep-2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with two (2) carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the first sheath had the brim cap detached and the second sheath had a hemostatic valve separation issue. After going transseptal, they pulled the dilator out of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the orange cap came off the hemostatic value. The sheath was removed and a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was opened to replace it. While prepping the new sheath, the valve was pushed in and separated completely inside the sheath. At this point, they decided not to use the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and switched to a mobicath instead to continue the procedure. Additional information was provided on the event. The sections that broke/separated was the little orange cap on valve on the first catheter and on the second catheter the valve pushed in. The reporter was unsure if the hemostasis valve (gasket) broke into two or more separate pieces. The hemostatic valve/brim cap did become detached from the sheath. The sheath was being used on the patient. It was not apparent that air entered the patient¿s body. The issue did not require percutaneous, surgical removal or medical intervention. Hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was less than 10 ml. Both the brim cap detachment on the first carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium (manufacturer's reference #: 2029046-2021-01521) and the hemostatic valve separation issue on the second carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium (this report) were assessed as MDR reportable malfunctions.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two complaints that are related to the same incident. (B)(4).